Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, high out of range pacing impedance measurements were observed with this chronic pacemaker system, specifically on the right ventricular lead. The physician elected to surgically intervene and reconnect the lead with the pacemaker, at which time measurements were observed within a normal range. Both the device and rv lead remain implanted and in service. No adverse patient effects reported prior to or during the revision procedure.